Manufacturer narrative:
The returned device was evaluated. During this testing it was confirmed that there was an intermittent system board failure resulting in intermittent battery charging. The system board was replaced and the unit functioned as designed. There were no indications made by the initial reporter that the masimo product contributed to the patient's death. A service history record review reveals that this unit was in the field for over four (4) years with no previously reported issues related to this reported event.

Event description:
The customer reported that the unit was not holding a charge as the battery would not last for more than one (1) hour. The issue was discovered after the supplier of home use medical equipment tested the unit after the unit was collected following a patient death. The customer was unable to provide a date of death or a date of event.